Event description:
According to the reporter, during a lobectomy procedure, the device had poor staple formation - the distal staples did not form properly after firing. The distal staple line was incomplete - it was sewed with suture. A component broke and fell into the patient's cavity - it was retrieved with a nipper.